Event description:
Authorized dist in (B)(6) reports a local repair of a vivo 50 device showing error codes #54 and #3 right after therapy start. Based on the info rec'd, the potential risk associated with the reported event is classified as critical since the reported failures will terminate treatment with high priority alarms. Based on the info provided at this time, including unk pt info, the event is considered reportable per 21 dfr part 803.3.

Manufacturer narrative:
Under (B)(4) law, pt info is considered confidential and will not be released by the hosp.